Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol cap008, complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the complaint device was a 6.5 fr. Tpn catheter that was placed in the femoral vein. The male patient was sent home with the line intact but returned to the hospital because the line had broken apart. According to the initial reporter, the catheter was repaired with this manufacturer's repair kit and the patient did not experience any adverse effects due to this occurrence.